Event description:
During service by baxter, the infusion pump was found to contain a defective uim pcb. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of defective user interface module printed circuit board was confirmed. The user interface module printed circuit board was replaced.